Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with phrenic nerve stimulation. The right atrial lead was reported to be dislodged. The lead was successfully repositioned. The patient was stable after the procedure and will be followed normally.